Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: headless trocar drill pin 3.2 mm, part#: 00590102000, lot#: 63808092. 2.5 mm female hex screw 25 mm, part#: 42509902525, lot#: 63823777. Tibia cemented 5 degree stemmed, part#: 42532008302, lot#: 63610235. Headless trocar drill pin 3.2 mm, part#: 00590102000, lot#: 63808092. All-poly patella cemented 38 mm, part#: 42540200038, lot#: 63633017. Femur trabecular metal cruciate retaining, part#: 42502807002, lot#: 63631685. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to EU regulations. The investigation is in process and once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a knee revision 4 months post-implantation due to instability where the bearing was revised. No additional patient consequences were reported.

Manufacturer narrative:
Complaint sample was not evaluated and the reported event was not confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. Per package insert 87-6204-022-23 rev a persona the personalized knee system: instability is a known adverse effect of this procedure. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 04144 - 1.

Event description:
No further event information available at the time of this report.